Event description:
Report received from USA stating "during set up the unit was getting warm to the touch." The event was not related to an surgery. No injuries were reported. There was no add'l info provided.

Manufacturer narrative:
The device was received by anspach. If add'l info is received, a supplemental report will be sent. (B)(4).